Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported events of increase capture threshold and increase sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow-up, increased capture threshold and increased sensing were detected on the right ventricular (rv) lead. The suspected cause of the event is due to micro-dislodgement. Diagnostic imaging was performed and revealed no abnormalities. During the repositioning procedure, it was not possible to extend the helix. The rv lead was explanted and replaced. The patient was stable.